Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted; give date: not applicable as the lens remains implanted. (B)(4). The device is not available for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient sent a communication reporting her experience with the symfony lens implant. She had her right eye (od) implanted and has great vision at a distance and mid-range. Patient is waiting for her left eye (0s) to be implanted at a later date. She's been experiencing starbursts from headlights at night and was inquiring if her current symptoms will persist after her left eye (os) lens implant is done. She wants to be able to drive safely and comfortably at night. Per follow-up, she discussed the starburst effects with her doctor. The doctor decided to wait to implant her left lens for at least two (2) months. The doctor prescribed alphagan (brimonidine tartrate), which is also used for glaucoma. One drop at dusk to see if it would reduce the starburst effects she is experiencing. The doctor has scheduled another checkup with her in september. No additional information provided.

Manufacturer narrative:
Based on new information received on september 14, 2018, the patient had a consultation with her doctor about the removal of the cataract from her left eye (os). Since she had trouble with night vision after the implant of the symphony lens, they opted to go with mono lens with distance vision only. The patient was indeed disappointed that she will have to go with monovision lens instead of multifocal lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.